Event description:
It was initially reported that a "possible" pump malfunction occurred, and the patient was hospitalized. Patient experienced baclofen withdrawal, especially symptoms of itching, discolored legs, bilateral lower extremity spasticity, and profuse sweating with cool clammy extremities. It was later reported that the patient's catheter was flushed on (B)(6) and a surgical examination of the pump was carried out. It revealed an "intact baclofen pump system without leak or obstruction." The patient's outcome was noted as having had resolved without sequelae. Drug delivered was lioresal 2000 mcg/ml at a daily dose of 398.2 mcg.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient experienced an acute onset of altered mental status, in addition to increased spasticity and diaphoresis. "Conservative" baclofen withdrawal was further noted. The event was indicated as being a life threatening situation. It was clarified that a catheter access port test (with contrast) on (B)(6) 2011 revealed an intact baclofen pump without leak or obstruction. The patient's medication was increased by 20% on (B)(6) 2011, and decreased by 10% on (B)(6) 2011. X-ray results on (B)(6) 2011 revealed no significant change in appearance or positioning of the baclofen pump or catheters. No acute process was seen on an un-enhanced CT scan (without contrast) of the brain on (B)(6) 2011.

Event description:
Additional information: the patient experienced acute onset of worsening spasticity. Side port injection using contrast was performed and contrast extravasation was immediately seen around the reservoir. Oblique imaging confirmed this finding with contrast layering around the pump. No contrast was seen entering the intrathecal tubing. Possibilities for this finding included the pump not being accessed correctly, versus pump malfunction and leakage. Disconnection of the pump was also considered. The patient was started on oral baclofen. During surgery on (B)(6) 2011, a 24-gauge tuohy needle was advanced into the side port of the intrathecal baclofen pump using fluoroscopic guidance. The hcp observed spontaneous flow of cerebrospinal fluid through the needle. The hcp was able to easily withdraw 3 ml of spinal fluid, emptying the intrathecal catheter of the baclofen in the process. Contrast was then injected through the side port. Continuous fluoroscopy was performed for multiple angles. There was no extravasation of dye around the pump or from the catheter. The hcp then moved imaging to the catheter tip at c7 and saw nice dispersal of contrast within the thecal sac. This was felt to represent an intact baclofen pump system, without leak or obstruction. With this completed, the patient was kept intubated and sedated and taken to radiology where a CT of the spine and abdomen were performed showing excellent dispersal of dye throughout the thecal sac as well as an intact system without extravasation. The patient was then taken to recovery room. The pump was interrogated. It was programed to purge its catheter and then raise the dose of baclofen from 400 to 480 mcg/day. The patient was then awakened, extubated, and taken to recovery room in stable condition.

Manufacturer narrative:
Catheter model: 8596sc, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unk; catheter model: 8596sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk.

Event description:
Additional information was received. It was reported that the patient came to through the emergency department on the evening of (B)(6), 2011 and stayed overnight. The next day, the patient was admitted as an inpatient. Two days after that, the patient was discharged from the hospital.